Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure with an intellanav mifi oi catheter, it was possible to observe fluid leaking since the luer was torn. As a result, the catheter was replaced and the issue was resolved. The procedure was successfully completed without any patient complications. This catheter is expected to be returned.

Manufacturer narrative:
The product was returned to boston scientific for laboratory analysis, during product analysis it was observed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during an ablation procedure with an intellanav mifi oi catheter, the temperature rose and the check generator error message was displayed. It was possible to observe fluid leaking since the luer was torn. As a result, the catheter was replaced and the issue was resolved. The procedure was successfully completed without any patient complications. The catheter has been returned to boston scientific for analysis.